Event description:
On 19 nov 2024, senseonics was made aware of an incident where physician was unable to remove the sensor on the first attempt made.the sensor was inserted on (B)(6) 2024.despite multiple followups with the user and hcp they remain unresponsive and no further information could not be obtained.

Manufacturer narrative:
Despite multiple follow up attempts with the user and physician the removal status of the sensor could not be confirmed. User and hcp remain unresponsive and no further information could not be obtained.